Event description:
Patient was scheduled with cath lab for outpatient a fib ablation. Anesthesia was administered and catheters were placed in patient's coronary sinus. Staff discovered that the "a plane" joy stick on the c-arm was not moving reliably through the range of motion needed to guarantee a safe completion of the procedure. Procedure was cancelled and rescheduled.